Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 460 mg/dl and had an insulin flow blocked alarm. Customer reported issue with the infusion set bent cannula. Troubleshooting was performed. Customer reported that the insulin exited after a 5 unit fill cannula was delivered and there is no issue with scarred or hardened tissues, no issue with tape not adhering. Customer had a high blood glucose of 460 mg/dl and treated. Customer declined high blood glucose troubleshooting. The product was not returned for analysis.